Event description:
Surgeon put the grasper through the port into the patient's peritoneal cavity and grasped part of the small bowel. He then went to release the tissue and the grasper would not open. A piece of green plastic was found on the floor. Turns out this was the trigger which had fallen out of the instrument. The instrument was carefully broken apart and removed. No harm to the patient. Dates of use: 2009. Diagnosis or reason for use: used to grab bowel parts during surgery. Event abated after use stopped: yes.